Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg for more than one year. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.